Event description:
It was reported the pump usb port was damaged, and the pump could not be charged. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.